Event description:
The device was returned for the issue of defective on/off switch observed during preparation for use of the device. There is no patient involvement and no harm reported to any patient. Upon estimation of the returned device, it was observed that power cord ac inlet at rear of the device was cracked. The front power switch had the protective cover cracked, exposing interior, and the led (light-emitting diode) light, with the plastic cap torn off, was not lighting up. This medwatch is being submitted for the reportable issues of cracked power cord ac inlet at rear of the device and the front power switch cracked protective cover, exposing interior and the led light, with the plastic cap torn off, not lighting up that were observed during estimation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that power cord ac inlet at rear of the device was cracked. The front power switch had the protective cover cracked, exposing interior, and the led (light-emitting diode) light, with the plastic cap torn off, was not lighting up. The user¿s complaint of defective switch was also confirmed. Incidental observations are air pressure low due to faulty air pump unit. Air pressure fluctuated when wiggling on air gauge due to worn out air joint unit and connector socket. Four suction feet at the bottom had weak suction force and top cover and main chassis were rusted inside. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.